Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced intermittent ventricular tachycardia upon movement by the patient. Proper pump positioning was confirmed by echocardiogram. The patient continued on support and was eventually successfully weaned and explanted.